Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was located on the abdomen and was described as bleeding with yellow puss. The patient's mother stated that when the sensor was taken off this tore off the patient's skin and started bleeding with yellow puss. The patient's mother put neosporin on the area and proceed to take the patient to the emergency room on (B)(6) 2017. At the emergency room they diagnosed the patient with an infection and they dressed the wound and antibiotics were prescribed by the doctor. At the time of contact, the patient was stable. No additional event or patient information was provided. Photographs of the reaction were provided reviewed for evaluation on (B)(6) 2017. Complaint for skin reaction was confirmed. The root cause could not be determined, post investigation.